Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that metal fragments gathered at incision site of patient¿s eye after phacoemulsification of cataract. The condition was not noted when the product was first opened. No harm to the patient and medical intervention was not required. This is second of two case for this facility. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue, from the same entity. One phaco tip was returned for evaluation for the report of a metal fragments at the incision site. A phaco tip wrench, sleeve in a specimen container, and a blister pack were received. A photo was also provided as supporting documentation. The photo received with the complaint file was reviewed. The photo shows an eye, with what appears to be metal fragments. A visual inspection of the phaco tip was performed and deemed conforming, except for slight wear from the phaco tip being used. The inside diameter shows no particulate. The left sides of the bevel shows minor wear. Wear is present on the threads and back of the flange from being on a handpiece. An analysis of the particle returned was performed along with an analysis of the phaco tip, sleeve, and black particles on the exterior of the packaging. The particle analysis indicates the material to be numerous rust colored particles containing ten elements, with iron being the main component. This analysis does not match the phaco tip composition and partially matches the black particle analysis, but the percentages of the components do no match. The complaint does not confirm the metal particles retrieved from the incision site originated from the phaco tip. Neither the visual inspection nor the particle analysis confirms the source of the metal was from the phaco tip. The exact source of the metal fragments at the incision side cannot be determined from this evaluation. The source of the metal fragments originated from a source mainly containing an iron composition. No specific action with regard to this complaint was taken by the manufacturing facility because the root cause for the metal fragments was not generated from the phaco tip and the source cannot be determined from the evaluation. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).